Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-sep-2023 h6: investigation summary four samples of mat# 10013902 received by customer for investigation. The customer complaint of separation was confirmed by investigation of the samples submitted. Evaluation of the extension sets shows that the extension set tube separated from the female luer. Further analysis, under magnification, indicate there is insufficient solvent on the tubing. A device history record review for model 10013902 lot number 23029132 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. After investigation at the manufacturer, the potential root cause of separation between the tubing/sleeve and smartsite could be related to lack of solvent at the engagement due to an incorrect solvent dispenser set up. H3 other text : see h10.

Event description:
It was reported that bd alaris smartsite low sorbing set had component separation and leakage. The following information was provided by the initial reporter with the verbatim: issue description: quality issue: broken (out of box) no patient injury or medical intervention reported. As rn was priming the filter the port where attaches to the main line broke. Response received 08 sep 2023 - was there any leakage due to the incident reported? Yes, normal saline - how was the patient's outcome? No harm to patient -filter had to be changed - are there any clinical signs, health consequences or impact? No - did the event involve an urgent/life threatening medical situation? No - did the event cause permanent impairment of a body function? No - did the event require medical or surgical intervention? No - did the event cause permanent damage of a body structure? No.

Event description:
It was reported that bd alaris smartsite low sorbing set had component separation and leakage. The following information was provided by the initial reporter with the verbatim: issue description: quality issue: broken (out of box) no patient injury or medical intervention reported. As rn was priming the filter the port where attaches to the main line broke. Response received 08 sep 2023 was there any leakage due to the incident reported? Yes, normal saline. How was the patient's outcome? No harm to patient; filter had to be changed. Are there any clinical signs, health consequences or impact? No. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.